Event description:
We would like to report a near miss event that involved a high alert medication where the pyxis label (bd) automatically defaults to a dose of 1 vial, 1 bag or 1 syringe which leads to the end user accidentally thinking that the ordered dose is 1 whole vial/syringe or bag. 2/4/26: bd response to ismp: in response to the report related to the issue related to the medication label module (mlm) label, the dose on the label should always reflect the dose from the emr that comes to the pyxis es server by way of the electronic medical record (emr). Except for the override scenario, if that is not the case, bd asks that customers contact technical support to open a case (with examples) so that we can address accordingly. Regarding the override scenario, the dose on the label reflects the amount (and unit) dispensed and that which is displayed on the pyxis screen. We recognize that the dispense amount and the dose amount are not the same thing. We recommend customers remind their users of the importance of consulting the emr at the point of administration (see figure 1: warning). Bd remains committed to exploring future software enhancements to address customer requests like this. Figure 1: warning: always utilize the bd pyxis es system patient/order information in conjunction with the medical record when making clinical decisions. Making clinical decisions solely from information may result in errors in care resulting in serious injury or death. Ismp, (B)(6). Phone: (B)(6). Email: (B)(6).